Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump had a no delivery alarm during basal/bolus/fixed prime. She said that she was trying to fill her cannula when the pump alarmed and she ran out of insulin. Her blood glucose was usually around 200 mg/dl. Since the alarm, her blood glucose has been between 300 mg/dl and 400 mg/dl. During troubleshooting, the customer stated that the pump alarmed with no reservoir. She said that she is low on supplies and did not want to continue troubleshooting because she had been through this before three to four times already. The insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery or no reservoir alarms noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, and stained end cap sticker.